Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels have been rising from 154mg/dl to 576mg/dl. The customer's blood glucose level at the time of incident was 314mg/dl. The customer's most current level was 562mg/dl. The customer did not feel well, and hung up the call. Troubleshoot was not able to be done.